Event description:
Three (3) discordant low advia centaur bnp results were reported on patient samples. The operator had incorrectly placed the base bottle in the wash 1 position and then ran the samples. Upon realizing the mistake, the samples were then re-run on an alternate system. The repeat results matched the prior patient results and were reported. There are no reports of patient intervention or adverse health consequences due to the discordant bnp results.

Manufacturer narrative:
Under the guidance of a siemens tse (technical service engineer), the customer placed the wash 1 bottle in the correct position, primed the system several times and ran qc. The instrument is performing within specifications. No further evaluation of the device is required. The cause of the discordant bnp results was due to the base bottle being placed in the wash 1 position.